Event description:
Customer reported a cgm error that displayed as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing complete pump reset information and guided them through resetting the pump. After the reset, the pump no longer displayed the cgm error, and the customer was able to successfully start their sensor session.